Event description:
It was reported that the patient had less than 50% therapy relief. It was found that electrodes 8-15 had impedances greater than 10,000 ohms. The patient underwent a revision on 2014 (B)(6). The plan was to disconnect the 565 lead (8-15 electrodes) from the battery and then place a new 1 x 8 vectris lead. The new lead would be connected to the battery and cap off the 565 lead. The physician tried to pass the new vectris lead model and was unsuccessful. He also tried a 3778-45 permanent lead and was unsuccessful. The physician never made an incision, only an epidural stick. The patient was awake and alert. The patient was going to be referred to a neurosurgeon to have the 565 lead replaced which the patient agreed to. Of note, reprogramming had been done. It was further reported that the patient had passed away on 2014 (B)(6) from a pulmonary embolism. It was further reported that the cause of the impedance issue was unknown. It was unknown if there was a lead fracture since the system was not examined. The death was stated to be due to pulmonary embolism but not the implant system. Troubleshooting had been done 3-4 weeks ago prior to the revision. If additional information was received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# unknown; product type lead product ID 3778-45, serial# unknown; product type lead product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3 708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 977a260, serial# unknown; product type lead product ID 3778-45, serial# unknown; product type lead. (B)(4).